Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause was not established for residual liquid foreign material coming out of the channel tube and the most probable cause for the adhesive around the light guide lens and the server plug in (z block) has a chip was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited residual liquid foreign material coming out of the channel tube, adhesive around the light guide lens and the server plug in (z block) has a chip. There was no patient involvement.